Event description:
Brought patient back to or for an inferior vena cava (ivc) filter removal. While proceeding with removal of the ivc filter, the struts of the device were difficult to bring into the sheath. Needed to go open and do a primary repair of right internal jugular vein due to faulty removal device.